Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. Partial rinseback was performed, resulting in an estimated blood loss of 75cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. The disposable cartridge was discarded and not returned for evaluation. The exact cause of the leak cannot be determined. The user's guide provides adequate instructions for troubleshooting system alarms and performing rinseback. A direct correlation between nxstage system one and the reported blood loos cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.